Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 2.5mm proximal to the proximal end of the distal marker band. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The shaft was kinked at several locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was a moderately tortuous and moderately calcified artery. A 15/3.00 flextome cutting balloon¿ was selected for use. During the procedure, it was noted that there was a balloon burst. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was a moderately tortuous and moderately calcified artery. A 15/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that there was a balloon burst. The procedure was completed with another of the same device. No patient complications reported.